Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3550-29, lot# serial# unknown, product type: accessory. Product ID: 97791, lot# serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Electrode 7 also had impedances >40,000.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Analysis of the lead found the #2, #5, and #6 conductors were broken 22.9 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was electrode impedance of >40,000 in electrodes 2, 5, and 6; unable to program stimulation around these electrodes. Troubleshooting was performed: attempted reprogramming around electrodes with high impedance, unable to provide any comfortable stimulation over the patient's pain area. The ins and lead were explanted and replaced with a different device manufacturers product. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.